Event description:
After review of these medical records, approximately 1 year and 8 months post implant of a 26 sapien 3 ultra valve in a mitral position in a surgical valve, the valve was explanted due to stenosis and regurgitation. A non-ew valve was implanted.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 1 year and 8 months post implant of a 26 sapien 3 ultra valve in a mitral position in a surgical valve, the valve was explanted due to stenosis and regurgitation''. Stenosis per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had history of diabetes, which is a well-known factor that may increase the risk of valve calcification or stenosis. As such, available information suggests that patient factors (diabetes) may have contributed to the reported event. Regurgitation per the instructions for use (IFU), valve regurgitation (including paravalvular leak (pvl) and transvalvular leak (central)) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, it is unknown whether regurgitation was tied to paravalvular leak (pvl), transvalvular leak (central), or both. Paravalvular leak may develop over time due to patient factors involving cardiac remodeling, the mechanism of which is not well understood. Central regurgitation which develops over time can be due to patient related factors such as nonstructural dysfunction, tied to pannus formation and/or fibrosis, or due to structural valve deterioration (svd) with bioprosthetic tissue calcification as the underlying failure mode. In this case, patient had stenosis which can prevent the valve leaflets from opening and closing properly, leading to central regurgitation. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.